Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A hemodialysis clinic reported a blood leak at the beginning of the patient's treatment. The blood leak alarm went off and blood was visible in the drain line. Patient was moved to another set-up in order to complete treatment. During follow up the clinic reported the blood leak was internal only. Right at the start of patient treatment (when all the blood first went through the dialyzer), the machine alarmed blood leak. The leak was visually observed and blood test strips were also used which tested positive thus confirmed the presence of blood. The leak was observed at the arterial header end of the dialyzer, however, there was no observed defect or crack. The patient's blood was not returned, the estimated blood loss was stated 150cc. Treatment was stopped and the patient was able to complete treatment on a different machine with a new set up of supplies. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was given prophylactic medication only and did not have any infection. Patient information was not disclosed. The dialyzer was not returned for evaluation at this time but may be available.

Manufacturer narrative:
Additional information: the device was returned to the manufacturer for physical evaluation. An examination of the returned device noted a polyurethane (pu) delamination on the non-cavity ID end of the dialyzer from approximately 310 degrees to 50 degrees, with the dialysate ports at zero degrees. The delamination manifested as a separation of the pu (potting material) from the dialyzer housing (wall). The delamination in the pu potting extended under the silicone o-ring. Further examination of the dialyzer did not reveal any other damage or irregularities. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice on the lot; however, it is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. Delamination of the polyurethane (pu) potting compound was observed on the non-cavity ID end of the dialyzer. The delamination in the potting extended underneath the silicone o-ring and compromised the seal between the pu material and the o-ring, which may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint has been deemed confirmed.